Event description:
Patient has critical health concerns that require a full body MRI. Patient has elected to have dr (B)(6) explant her enterra system, with no immediate plans to implant a new system. No issues were reported with her current system, but patient was only experiencing minor alleviation of her gastroparesis symptoms. Patient explanted in order to obtain an MRI. No further action to be taken.